Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Root cause: unable to determine. Source: phone.

Event description:
Reports liquid splashed in eyes while running test. Irritation occurred. Advised to seek medical attention and contact poision control. Directed to hazardous ingredients whin the user instructions.